Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary : the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (l421818), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that during an unknown surgery on an unknown date, it was observed that the gii qa+ #2 eth cp-2 anchor device broke upon tightening. The anchor was left inside the patient. The procedure was completed with a delay of 10 minutes. The status of the patient post-surgery was unknown. No additional information was provided.